Manufacturer narrative:
The root cause of the reported event has not yet been determined. The investigation is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, difficulty was encountered translating the aquabeam scope through the scope carriage on the aquabeam handpiece, which resulted in the scope breaking. The broken scope was replaced with a new scope unit and the procedure was successfully completed. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
H10 additional manufacturer narrative: the aquabeam scope was returned for investigation. Visual inspection confirmed that the scope was broken in two (2) pieces. A review of the device history record (DHR) for ab2000/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review of similar complaints identified 24 similar events have been reported to procept. The aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup: visually inspect all surfaces of the aquabeam scope for any damage or wear. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. The root cause of the reported event could was unable to be established; however, it is likely that the scope broke due to excessive force it experienced during handling. Procept has initiated a reliability project to address scope breakage. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.